Manufacturer narrative:
Additional information was received that the patient's ipg was relocated closer to the leads to avoid migration.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated for an unknown reason.